Event description:
It was reported that the distal part of the device was torn. Two 190cm filterwires were selected for use. During the course of the procedure, when the surgeon was letting go of the filter, it was noted that the distal part (distal white cover) of the filterwire was torn where the non-boston scientific wire was delivered. In view of this problem, a new ez filter was opened, which presented the same problem as the previous material, making it impossible to use as well. The procedure went smoothly after replacing the damaged materials. There was no problem with the patient.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection of the device was performed, and it can be observed that the wire returned inside the delivery sheath with torque device for the analysis and the filter bag came back in deployed state. The spring tip was bent, and the wire was exposed through the sheath slit. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed during visual examination. Sheathing/unsheathing test could not be performed due the wire was exposed through the sheath slit. No other issues were identified during the product analysis.

Event description:
It was reported that the distal part of the device was torn. Two 190cm filterwires were selected for use. During the course of the procedure, when the surgeon was letting go of the filter, it was noted that the distal part (distal white cover) of the filterwire was torn where the non-boston scientific wire was delivered. In view of this problem, a new ez filter was opened, which presented the same problem as the previous material, making it impossible to use as well. The procedure went smoothly after replacing the damaged materials. There was no problem with the patient.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).